Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the surgeon used standard cement techniques. While they were waiting, got the cement to harden. Doctor noticed a scratch on the anterior flange of the femur. Scrub tech and surgeon were unsure as to weather or not the femur was scratched before or after implantation. Surgeon elected to leave it as the cement was almost hard.

Manufacturer narrative:
An event regarding a scratch observed after implantation involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. DHR review was satisfactory. Chr review determined that there were no similar events for the lot. The reported event was not confirmed. It must be noted that the scratch was not observed until after the component was implanted. The device should have been visually inspected upon removal from the pack to ensure that no damage was present. It is possible that the component was scratched during the implantation process. With the information available, the exact cause of the reported scratch cannot be determined.

Event description:
It was reported that the surgeon used standard cement techniques. While they were waiting got the cement to harden. Doctor noticed a scratch on the anterior flange of the femur. Scrub tech and surgeon were unsure as to weather or not the femur was scratched before or after implantation. Surgeon elected to leave it as the cement was almost hard.